Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications.